Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that migration occurred. The pre-op films showed a greater than 3mm spondylolisthesis. A revision was performed eight days post-op and the patient was fused with combined anterior and posterior fusion.